Manufacturer narrative:
One medfusion pump was received in good physical condition with no appearance of any physical damage. The event history log was reviewed and there was a check syringe plunger sensor error. An inspection was conducted and the flippers were found not open when the plunger lever was pressed. The dowel pin came loose from the plunger head mount. The plunger head mount was replaced to resolve the issue. The cause of the issue is known and is design related.

Event description:
Information was received indicating that a smiths medical medfusion pump's syringe flanges would not open. The issue occurred prior to use and there was no patient involvement.